Event description:
An isi rep reported that the tip of the monopolar curved scissors instrument would not open or close. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted testing and found the grips opened and closed properly. The instrument moved intuitively with a full range of motion and in all directions. Engineering also observed the distal end of main tube has a 2 inch section just below the midpoint with material removed. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.